Event description:
Lead analysis was completed and approved. The reported fracture of leads allegation was verified in product analysis (pa) lab. A break was identified in the positive and the negative lead coils. Scanning electron microscopy(sem) images of the positive lead coil show that the putting of the electro-etching conditions have conditions have occurred at the break location. Sem if the negative lead coil shows that pitting of the electro-etching conditions have occurred in the vicinity of the break location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Section f10. Adverse event problem (refer to coding manual) - medical device code, component code; corrected data: codes a040502 and g0202502 inadvertently not coded on supplemental MDR #2.

Event description:
The patient's explanted lead was received into analysis however analysis has not been completed to date.

Event description:
It was reported that the patient's lead was explanted due to fractured lead and is being returned to (B)(4) for analysis however has not been received to date. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.